Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation determined the issue was caused by an operator handling issue. The operator stopped and restarted the aliquoter when the module was still processing samples. After the reset of the aliquoter, the racks were taken from the output area and reloaded to the input trays of the aliquoter, but the operator did not check that all the cups and tubes on these racks were empty. As a consequence, the offline aliquot for the sample in question was made into a tube which already contained a serum aliquot from another patient's sample. An analysis of the trace files from the time of the incident showed the aliquot rack containing the sample which gave the wrong results had in fact already been used in the aliquoter 20 minutes earlier.

Event description:
The user received a questionable troponin t result from an aliquot of a patient sample in a sample tube processed on the mpa (modular preanalytics analyzer) serial number (B)(4) and then tested on a cobas 6000 analyzer. The result from the sample tube aliquot was 0.077 ug/l. The result from a separate aliquot in a sample cup was <0.010 ug/ml. The primary sample tube was repeated twice and the results matched those from the sample cup. No specific data was provided. The result from the sample cup was reported outside the laboratory. The patient was not adversely affected. The operator noted that the sample tube aliquot was larger in volume than normal and that the plasma was much darker in color than the sample in the cup or primary tube. The technical service representative believed the issue was due to an operator error. She suspected the aliquot tube was reused without the user noticing there was already sample present in the tube.